Event description:
It was reported that far field r-wave (ffrw) sensing was occurring. This has been identified by the clinic as a chronic issue with this patient and will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concominant devices: e2dr01aa pacemaker implanted (B)(6) 2006; 4968 implantable pacing lead- implanted (B)(6) 1006.